Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that the therapy electrode pads were rubbing against a patient's skin tags, causing bleeding. The patient ended use of the device due to the irritation. The medical outcome of the irritation is unknown.